Manufacturer narrative:
Motor safety circuit failed test error noted in the device history and critical pump error (open book image) alarm during testing due to software error. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 5.2 mmol/l. Troubleshoot was performed. Customer stated the insulin pump did not fall. Customer stated they were playing water balloon while wearing the insulin pump. Insulin pump did not have any damages. Insulin pump will be returning for analysis.